Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : (B)(6) 2015. To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that during a tcr procedure, an olympus cord connected to the forcetriad generator caught fire. The cord was noticed melted and the inner wires were broken. The cord was a sample part and was replaced by the olympus sales representative upon failure. The broken cord had been in use for many times. The physician determined the issue was not associated with the forcetriad. No patient harm.